Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens did not fold correctly, last haptic was damaged. Additional information was requested.

Manufacturer narrative:
Correction information was provided in h.6. A0202 was missed to submit on initial MDR the manufacturer internal reference number is:(B)(4).